Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component showed indication that it was met with excessive force, causing the inserter shaft to bend. This is the most likely cause of the forks holding the implant to break.

Event description:
It was reported patient underwent a brostrom repair procedure on (B)(6) 2014. While deploying the anchor through the drill guide, the tip of the juggerknot inserter fractured and went through the suture. An additional hole was drilled and a new juggerknot anchor was utilized to complete the procedure.